Manufacturer narrative:
Engineering concludes that the pump is working as per design and the pump clinical logs do not show any abnormalities. Engineering can only confirm the n250 door opened while pumping alarms claim from the customer which occurred thrice on dec 26th. As a result, engineering recommends that service perform preventive maintenance test with a focus on the cassette door/lever and physical door enclosures. Performed full performance verification testing (pvt) tests on the device along with the customer protocol to replicate the reported complaint. The probable cause is due to parts of mech assembly found damaged including fluid shield, cassette door and lever arm assembly to resolve reported complaint. Replaced parts of mech assembly to resolve reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software that reportedly powered down without any alarms during use on a patient. Prior to the unintended shutdown, the pump displayed the n250 error, door was open while pumping. During testing they was unable to replicate the unintended shutdown, and issues were noted with the alarm or device logs from the pumps being properly saved and stored in the mednet server. However, while printing out the logs from the dates of incidents. Many errors were missing in the mednet logs that were showing on the logs from the pump directly. The event occurred during continuous infusion of heparin for a st-elevation myocardial infarction. The manufacturer of the drug was erfa and din was 00155357. The involved patient was not harmed.